Event description:
It was reported that: "during the endovascular embolization procedure, an attempt was made to implant the optima complex microcoil (4 mm x 10 cm) at the target site. After placement and activation of the delivery wire, a failure in mechanical expansion was observed. The coil did not assume the expected spatial conformation (loop formation), remaining linear or insufficiently expanded within the microcatheter/vessel. Due to the risk of migration or inadequate occlusion due to lack of anchorage, the device was completely removed from the patient. A new (spare) unit with identical specifications was requested to continue the procedure. The replacement allowed the embolization to be successfully completed without clinical harm to the patient." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.